Event description:
This lead was reposition due to high thresholds and it had dislodged from the apex. After this lead was repositioned, the associated pacemaker was explanted because an intrinsic sensing test was ran and after releasing from the test, the pacemaker paced at 318-322 ms for 6-10 seconds and self terminated to the programmed mode of ddi 75. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.